Event description:
It was reported to philips that post-processing was inoperative, and there was no exposure or fluoroscopy on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service attempted to replace disk 3. It is unclear if the issue was resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).